Event description:
It was reported that while using the endoscope reprocessor, black debris was observed in the reprocessor basin. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection. An olympus field service engineer (fse) went on-site and confirmed the customer's allegation. The fse replaced the black hoses and resolved the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.